Manufacturer narrative:
The impella device was received from the customer on 14-mar-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 35-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during repositioning, the displayed impella flow dropped to 0l/min. The issue persisted for roughly one to two minutes until the system was successfully restarted. Patient support was maintained at the time of the noted issue with the assistance of ECMO (extracorporeal membrane oxygenation). Upon return to functionality, no further issues were noted for the remainder of support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) pump stop has been completed. The aic was returned and found that there were two unexpected reboots due to calculator process crashes during functional testing. Data logs were reviewed finding that the console had a reboot triggered by the calculator watchdog. After two heartbeat checks that confirmed that the calc process had crashed, a partial restart is initiated. The console reboots and initially has no calculator issues. The cause of the unexpected reboot was the calculator crashing but the failure was not reproduced so the cause of the calculator crash is undetermined. The instructions for use states ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿